Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.